Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the attached picture shows one side of the box of a vcp358h lot #: qj2bld however, the lot # reported is ph8085, please clarify which is the correct lot number: ph8085 is the correct lot number a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2021 and suture was used. During the procedure, the suture pulled of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.